Event description:
Cta chest was performed on an inpatient with existing 18ga IV in right ac. Optiray 320 was injected at a rate of 3cc/sec for a volume of 100cc. Approx 60cc extravasated, area marked, arm elevated, cool pack applied, md notified, rn assessed daily. Pt experienced no further adverse event.